Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower temperature too high error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a blower temperature too high error code (1002). During troubleshooting, the rse advised the customer to confirm if the air inlet filter was clogged with dirt/dust. The rse noted that the blower temperature too high occurs when the blower temperature is greater than or equal to 115º c for longer than 10 minutes. The rse informed the customer to verify that the cooling fan was operational. The rse then recommended replacing the blower assembly and/or the motor control board. The customer requested onsite service. A service engineer (se) evaluated the device and confirmed the customer's allegation. The se ordered a blower assembly. Investigation ongoing / resolution pending.

Manufacturer narrative:
The service engineer reported that the blower assembly was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.